Event description:
An advance sling was implanted in 2008. On (B)(6) 2011, an alternate device was implanted due to pt's return to incontinence. Add'l info received on (B)(6) 2011 states that after the advance sling the degree of incontinence was greater than at baseline.

Manufacturer narrative:
Should add'l info become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.